Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 77 mg/dl (aviva) and 47 mg/dl (emt's meter) customer was not feeling well at the time of the reading of 77 mg/dl. Customer called the emt, who tested the customer at 47 mg/dl 10 minutes later. Emts treated the customer with glucose and she felt better. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.